Event description:
It was reported during a revision surgery due to the patient experiencing significant pain and the patient¿s rods appeared to flex more than intended. The surgeon originally performed a posterior spinal fusion on (B)(6) 2014 due to the patient having ankylosing spondylitis. It was reported that during ¿the past week¿ (exact date unknown) that the patient experienced significant pain when mobilizing. The surgeon reported x-rays (unknown date) that the rods appear to flex at the t11 level more than intended. The surgeon decided to perform the revision surgery on (B)(6) 2014 to address the motion/flex across from the fracture area. The surgeon replaced the existing rods and all the existing screws were used with the exception of the left t12 screw (499.234). It was notated that the screw which was replaced, was replaced due to it pulling out of the bone slightly when the connecting the two new rods during the revision surgery. Patient was revised to a corpectomy and xrl cage. This report is for the (499.234) screw that pulled out slightly when the surgeon was connecting the screws and rods during the revision surgery. The issue with the rods has been reported on complaint (B)(4). The surgeon successfully completed the surgery. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.